Event description:
It was reported that lines and pixels appeared on the pump touch screen. Additionally, the touch screen was unresponsive. Customer's blood glucose was 200 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.